Event description:
Boston scientific received information that, during the replacement procedure of this cardiac resynchronization therapy pacemaker (crt-p), an error code was displayed. This device went into unipolar mode.the physician suspects this was due to electrocautery. The new device was successfully implanted, and this crt-p was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, initial analysis indicated device data was insufficient to obtain battery status. This crt-p displayed a telemetry error. No further investigation has been performed at this time. Once analysis is complete this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations noted several marks on the rear portion of the case identical to those caused by the application of high energy electrocautery. The device was fully interrogated with the zoom programmer, and memory confirmed the presence of fault/error codes had occurred. The device was then subjected to and passed all automated functional testing, which confirmed proper operation of the device, including the pacing and sensing functions of the device. An interrogation strip was returned with the device from the date of explant confirming that the device battery status was "good" with a longevity remaining estimate of 2.0 years on the date of explant. It was concluded that the device resets were a result of the application of high energy electrocautery coming in contact with the case of the device at the explant procedure. No further analysis was performed.